Manufacturer narrative:
Complaint statement (B)(4). Received two racks 455071p/b230436t for evaluation. Received customer pictures. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Selected samples were then filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction is not confirmed.

Event description:
The customer provided photographs and advised they experienced reports of tests not performed due to compromised or partially spun tubes. The customer advised this is a new occurrence for them with no changes to their staff. The customer reported they were observed by their 'pam' allowing the tubes to clot and centrifuge for the appropriate amount of time. Additional information from the customer: the tubes were were allowed to clot prior to centrifugation? 30 to 45 mins; ·the used centrifuge is 642e drucker diagnostics. The phlebotomist thoroughly invert the tube 5-10 times post venipuncture. During the clotting phase and after centrifugation the tubes were placed on their side and upright during clotting; after centrifuge they are placed in a bag for pick-up and may be on their sides.